Manufacturer narrative:
A review of the related device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates that three additional complaints have been associated with the reported lot number for the reported complaint issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is (B)(4).

Event description:
A doctor reported that a knife was not sharp enough to the enter the cornea during cataract surgery. An alternate knife was obtained in order to complete the procedure with no further problems. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received by manufacturing with foam in a blister package for the report of not being sharp. The foam was not covering the blade. The returned sample was visually inspected and was found to be conforming. Penetration testing was then performed and was also found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are 15 additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming therefore, a dull knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife was manufactured to specifications. A high complaint rate for the reported lot was noted. An investigation has been initiated to investigate the number of related complaints for this lot. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).